Event description:
Attorney alleges that prior to (B)(6) 2021, the patient had developed a hernia in the abdomen located at or near the umbilical area. It is alleged that the patient sought medical services due to a necrotizing soft tissue infection at or near the umbilical area. It was determined that the patient required an umbilical/ventral hernia repair with mesh. It is alleged that on or about (B)(6) 2021, the patient had a ventral hernia repair with bard/davol ventralex st mesh implanted. It is alleged that after the surgery, the patient was sent home to recover along with only pain medication. It is alleged that although surgery was necessary due to the necrotizing soft tissue infection surrounding the umbilical area, the surgeon did not provide the patient with any antibiotics despite the patient's request. It is alleged that a few weeks of being home, the patient began to experience severe pain and liquids coming out of the surgical site. The patient could no longer bear the pain and went to hospital. Upon initial examination, it was noted that the surgical site had been severely infected and the patient was advised to go to the nearest emergency room. It is alleged that the patient was diagnosed with a hernia s/p serosanguinous leak and severe cellulitis. It is alleged that the patient's symptoms included excessive pain, swelling, redness, drainage from the incision, and stiffness in the abdomen which are also signs of a hernia mesh complication and/or failure. It is also alleged that "as a direct and proximate result of the negligent acts and/or omissions of the above named and described defendants, the patient suffered bodily injuries including, infections to the abdomen, additional treatment resulting from the infections and unsuccessful surgery to correct defendants mistakes, as well as scarring and pain associated therefrom". It is also alleged that the patient sustained severe personal injuries, incurred medical expenses, endured physical pain and suffering, past and future, and other consequential damages. It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including cellulitis, swelling, pain and surgical intervention. The instructions-for-use (IFU) supplied with the device lists infection as possible complication. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. Unresolved infection may require removal of the prosthesis." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.